Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal marker band. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm within several seconds each. However, it was noted that the balloon ruptured at the balloon main unit at second inflation. The device was removed without any problem using normal method and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm within several seconds each. However, it was noted that the balloon ruptured at the balloon main unit at second inflation. The device was removed without any problem using normal method and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.